Event description:
The customer called reporting their precision xtra meter had spontaneously changed the date and time. The customer also reports using the p link software, and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Customers and retailers have been informed through the letter.